Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said where the implant is, they are getting tingling, soreness, and sometimes heat. Patient said this happens sporadically, on and off, for the last month. Patient said it happens when they are in bed, walking, or doing something. Patient confirmed the incision area is tender. Patient did not discuss the issue with managing healthcare provider at the time of the call because healthcare provider office was closed. Patient was able to connect to implant and said the controller was at 60% and the implant was at 40%. Agent confirmed patient is able to charge the ins and use the therapy. Agent reviewed agent role and recommend patient consult with hcp ofc for next steps. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.